Manufacturer narrative:
The insulin pump was received with a detached end cap, minor scratches on the display window, a broken reservoir tube lip, and cracked battery tube threads. No motor error alarm could be verified due to the detached end cap. The motor was tested outside of the device and passed. No motor error alarm was noted.

Event description:
Cusotmer reported that the bottom part of her insulin pump had fallen off. She stated the damage was caused by her taking off her belt clip. Customer's blood glucose was 509 mg/dl. The customer had treated her blood glucose with the insulin pump. She also stated the bottom part of her insulin pump would not stay on without the belt clip. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).